Event description:
The pt had challenging anatomy in the aortic neck. Upon viewing the completion angiogram, a proximal type I endoleak was viewed. An attempt to seal off the aneurysm utilizing both the molding balloon and another MFR's balloon catheter was unsuccessful. Although post angiogram of the second ballooning revealed that the endoleak had improved, its presence was still evident. The decision was made to deploy a main body extension within the main body graft, extending the graft approximately 5mm above the proximal fabric material, just below the renal arteries. Final angiogram showed a resolve to the endoleak. No pt complications resulted.